Event description:
Hosp reports that unit will not change rate settings. No pt injury or problem reported at time of service. Staff exchanged unit and placed pt on another unit without incident.

Manufacturer narrative:
Lab testing of the control panel was unable to duplicate the failure observed by the customer. All touch pads responded appropriately to touch.